Event description:
Caller states patient received the following coaguchek s system/lab results: 6.8 inr/4.0 inr; 7.2 inr/4.80 inr. Both comparisons were performed on the same date. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.